Event description:
According to the reporter, after a laparoscopic total laparoscopic hysterectomy (tlh) procedure was completed, the surgical team attempted to re-inflate the abdomen to check for bleeding, the surgeon inserted the scope into the camera port of the trocar and found a blue foreign object. The surgical team noted that the object might be a piece of equipment resulting from damage to the seal of trocar or a fragment detached from the gloves included with the foley tray. To resolve the issue, the procedure concluded with the collection of the gloves used during the case and the disposable supplies used with the port device and the foreign object was retrieved, there was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.